Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and device breakage ("fracture of implant") in a female patient who had essure (batch no. 201b5637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain / lower pelvic pian"), nausea ("nausea"), dizziness ("dizziness"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, pelvic pain, nausea, dizziness, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia and pelvic adhesions outcome was unknown. The reporter considered bladder disorder, device breakage, device dislocation, dizziness, dyspareunia, headache, migraine, nausea, pelvic adhesions, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events bladder & urinary problems , migraines, headaches, pelvic adhesions & dyspareunia are added. Lot number added. Lab data updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and device breakage ("fracture of implant") in a 37-year-old female patient who had essure (batch no. 201b5637(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urinary tract infection and flank pain. Concomitant products included multivitamin. On (B)(6).2009, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2015, the patient experienced abdominal pain lower ("constant pain on my lower abdomen on both sides") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain / lower pelvic pian"), nausea ("nausea"), dizziness ("dizziness"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (to remove essure implant ( laparoscopic bilateral salpingectomy)) and surgery (to remove essure implant). Essure was removed on 2015. At the time of the report, the device dislocation, device breakage, pelvic pain, nausea, dizziness, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, pelvic adhesions, dysmenorrhoea, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, pelvic adhesions, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: left ostia right ostia visualized. Successful placement of coils, 5 seen proximally after completion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6).2010: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Pelvic adhesions. Most recent follow-up information incorporated above includes: on (B)(6). 2018: update of information (batch was not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and device breakage ("fracture of implant") in a 37-year-old female patient who had essure (batch no. 201b5637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamin. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2015, the patient experienced abdominal pain lower ("constant pain on my lower abdomen on both sides") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain / lower pelvic pian"), nausea ("nausea"), dizziness ("dizziness"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic adhesions ("pelvic adhesions"). The patient was treated with surgery (to remove essure implant (bilateral salpingectomy)) and surgery (to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, pelvic pain, nausea, dizziness, bladder disorder, urinary tract disorder, migraine, headache, dyspareunia, pelvic adhesions, dysmenorrhoea, abdominal pain lower and fatigue outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, pelvic adhesions, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. New events: dysmenorrhea (cramping), constant pain on my lower abdomen on both sides and fatigue were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage ("fracture of implant"), pelvic pain ("pain"), nausea ("nausea") and dizziness ("dizziness"). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, device breakage, pelvic pain, nausea and dizziness outcome was unknown. The reporter considered device breakage, device dislocation, dizziness, nausea and pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.